Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Corneal edema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Corneal edema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Reference report number 2032546-2025-00112 for the case of corneal edema and decreased/impaired vision associated with the trabecular microbypass stents in the right eye (od).

Event description:
It was reported that following bilateral cataract surgery plus trabecular microbypass system in conjunction with intracameral implant procedures (ou), the patient presented four (4) weeks postoperatively with "worsening" corneal edema and vision in both operative eyes (ou). Reportedly, the patient was referred to a corneal specialist who treated the patient with eye drop medication, and plans to follow-up with a pachymetry test and an anterior chamber (ac) tap. Per report, the surgeon requested a medical expert consultation. Through follow-up, the surgeon consulted with a medical expert who reported discussing the patient's progressive corneal edema following uncomplicated procedures, and monitoring the patient for two (2) to three (3) weeks on topical steroid medication. Additionally, if no improvement is observed, further treatment options, including intracameral implant removal in one (1) operative eye, was discussed to observe if there is any change in the patient's condition. Additional information has been requested. This report references the case of corneal edema and decreased/impaired vision associated with the trabecular microbypass stents in the left eye (os).